Event description:
The customer reported that visible smoke was emitted from the printer area of a status+ analyzer during operation. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has asked for the instrument to be returned for investigation. No one was harmed by this smoking analyzer and no property was damaged. The customer immediately unplugged the instrument when the smoke was seen. The customer is operational with a new instrument. The cause of this event is unknown.

Manufacturer narrative:
Siemens has completed the investigation of the returned instrument. The investigation concluded that the smoking was due to a failure of the printer component. The printer was replaced and the instrument is operational. Without knowing the true power source of the instrument at the time of the event, paper type, or potential sources of mechanical damage the root cause of the overheating is unknown. The plastic on the unit is 94v0 rated and therefore does not pose a fire risk.